Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. The patient's left leg was swollen prior to surgery. The leg swelling increased on 08/17/2007. The patient was admitted to the hospital on a week later, and found to have a deep vein thrombosis. The patient was treated with heparin and coumadin and she was discharged form the hospital three days later.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.